Manufacturer narrative:
(B)(4). Conclusions: dissection.

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic type b dissection. Currently, the proximal thoracic aorta is 38 mm in diameter. Tortuosity is moderate and calcification is minimal in both external iliac arteries. It was reported that a follow up CT scan revealed a type ib endoleak from a previous repair of a type b dissection. The dissection extends down to the sma which has been stented. The dissection is currently 310 mm in length. The physician performed an secondary intervention and implanted two additional valiant stent grafts, proximally and distally, resolving the event. The physician stated that the cause of the endoleak was due to anatomy; disease progression caused expansion of dissection to form an aneurysm. No additional clinical sequelae were reported and the patient is fine.